Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-44245.

Event description:
It was reported the customer was in the hospital for seizures. The nurse also reported there was an alarm on the customer's insulin pump. The nurse also stated he was unable to clear the alarm. No additional information provided.